Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor therapy. The hcp reported that they had a medical note indicating the patient had a revision of their ins but had no additional details to provide regarding the revision. They also said a medical note in the patients chart said that the lead was tested and battery was tested to be 75% and also that they decided to reprogram the patient. The caller did not report symptoms or device/therapy allegations.